Event description:
Boston scientific received information that during a recent revision procedure this left ventricular (lv) lead caused diaphragmatic stimulation in the patients vein. The lead was attempted to be repositioned, however, during insertion of stylet visual observation revealed lead damage. It was noted that the pilot wire and acuity stylet would not pass through the lead tip. The physician elected to cut the insulation of the lead to pass the wire through the lead to gain access into the coronary sinus, however, this was unsuccessful. The lead was then removed and replaced. The new lead and device were checked and all measurements were normal and within range. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been returned to boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.